Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting noise which was oversensed, resulting in pacing inhibition. The patient was symptomatic during the 2-3 seconds of observed pacing pauses. A lead revision was performed and the lead was removed from service and replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.